Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, loss of mobility, ankle fusion, foot drop, and left leg amputation. Patient revised for multiple dislocations. In his discharge summary, revising surgeon indicated that the previously revised cemented cup was inserted in "a vertical position" and the patient therefore continued to have episodes of dislocation. Removed the cement mantle, bone grafted the acetabular defects, and revised the cup, liner and head. Indicated after bone grafting and construct assembly that the patient remained "somewhat unstable, especially posterior with internal rotation". Cup reported for malposition and head and liner for dislocations.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.